Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. However, the customer did not accept the service offered. Based on the information available there is insufficient information to confirm the reported problem. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not accept the service offered. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device had an ECG leadwire fault. There was no patient involvement.